Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the left plunger case broken, the top case chipped, and the bottom case damaged. The event history log confirmed a plunger error occurred. Functional testing was able to replicate the reported issue; the left plunger case was broken. The root cause was determined to be impact. The left plunger case along with all the plastic parts of the plunger head were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has broken plunger. There was unknown patient involvement.